Event description:
It was reported that the patient underwent balloon dilatation and had a stent placed to treat 70% stenosis in the basilar artery. There were no issues during balloon dilatation or deploying the stent. Aspirin, plavix, and warfarin (dosages unknown) were administered during the procedure. Post procedure, the patient was in a coma after terminating the anesthesia. Magnetic resonance angiogram (mra) demonstrated occlusion of the basilar artery bilateral pontine branches. The patient is currently quadriplegic and unable to speak, but is able to communicate through eye movements. It is unclear as to whether the issue is related to the device or not.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis and neurological deficit are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the patient underwent balloon dilatation and had a stent placed to treat 70% stenosis in the basilar artery. There were no issues during balloon dilatation or deploying the stent. Aspirin, plavix, and warfarin (dosages unknown) were administered during the procedure. Post procedure, the patient was in a coma after terminating the anesthesia. Magnetic resonance angiogram (mra) demonstrated occlusion of the basilar artery bilateral pontine branches. The patient is currently quadriplegic and unable to speak, but is able to communicate through eye movements. It is unclear as to whether the issue is related to the device or not.